Event description:
It was additionally reported that the controller exchange resolved the alarms.

Manufacturer narrative:
Section d4: primary unique device identification (UDI) number corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of backup battery load test fault alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 3 days ((B)(6) 2024 per timestamp). Backup battery fault alarms due to the backup battery not passing load tests were active on (B)(6) 2024 from 07:15:24 ¿ 12:51:29. The alarms did not clear in the log file. The backup battery did not pass the load test due to the loaded voltage being over the acceptable threshold as compared to the unloaded voltage. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Additional information provided on 29may2024 stated that the controller was exchanged; however, will not be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a backup battery fault on (B)(6) 2024. The system controller was planned to be exchanged. A review of the log files confirmed the backup battery fault was due to the emergency backup battery (ebb) failing the load test.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.